Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included replacing the pipettor probe. There have been no further reports of discrepant results since the pipettor probe was replaced. A review of the alinity I sn# ai03494 service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the alinity I immunoassay systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity I (sn# (B)(6) analyzer.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false reactive alinity I toxo igg result on a patient. Results provided: (B)(6) 2021 sid (B)(6) = 6.7 / 0.0 / 0.0 iu/ml no impact to patient management was reported.